Event description:
The manufacturer received information of an inquiry to confirm the operation of pressurization to the exhalation valve and verify the tidal volume in the volume-controlled mode for a trilogy100 ventilator, japan device. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 device failed at negative flow verification test step during evaluation at the manufacturer's service center. The device's sensor board was replaced to address the issue. Additionally, a periodic maintenance 1 was performed. The device's pollen filter was replaced as regulated by maintenance procedure to prevent failure. The service technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.1.03). The measured tidal volume was 516 ml when the setting was 500 ml with cv mode, active pap< >, < > breath rate: 12 bpm< >, < > inspiratory time: 1.0 second>, < > flow pattern: square>, < > peep: 0hpa, deep breath: off.